Manufacturer narrative:
Evaluation summary: the used cartridge was returned. The used cartridge was returned in a bag. No product labeling was returned with the either cartridge. It was indicated in the initial report that the packaging and lot numbers were not available. The file was later updated to a lot number provided by phone. Based on vendor identification marks, this cartridge is not the lot number reported. The facility may have reported the incorrect lot number for this file as no product labeling was provide to verify the information. There does not appear to be adequate viscoelastic in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle has heavy stress. The tip is not cracked as reported. The tip has a large aneurysm and heavy stress. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model and viscoelastic indicated are qualified for use with the cartridge. The handpiece used wasn't provided. It is unknown if a qualified handpiece was used. The root cause for the reported cartridge damage may be related to a failure to follow the directions for use (dfu). There did not appear to be adequate viscoelastic in the cartridge. The damage to the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. It is unknown if a qualified handpiece was used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been five other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that during an intraocular lens (iol) implant procedure, while implanting the iol the surgeon noticed that the iol was torn and then noticed the cartridge was cracked. After the torn iol was removed another cartridge was used to insert the second iol and that cartridge also cracked. Additional information has been requested. There are two medical device reports associated with this initial procedure that came in contact with the same patient. This report is for the second cartridge that cracked with no reported iol damage to the second iol inserted.